Event description:
It was reported that the patient presented during implant procedure. It was noted that the right ventricular lead could not be positioned during procedure. The reported lead used and the procedure was completed with a different lead on (B)(6) 2023. The patient was in stable condition.